Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 and d2 (common device name). This report was inadvertently submitted. Reports of this nature have no potential for clinical impact. The device was returned to zoll medical corporation. The customer's report was duplicated and attributed to a faulty main board. The main board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed self-test in non-rescue mode. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical netherlands for evaluation. The customer's report was observed; however, the root cause could not be firmly established. The customer received a replacement device. The device will be returned to zoll medical corporation for a complete evaluation to determine the root cause. Analysis of reports of this type has not identified an increase in trend.